Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A visual examination of the returned device found no issues with the tip section of the device. There were no kinks noted in the wire lumen. A 0.014 inch wire was inserted through the tip where it travelled through the wire lumen up as far as 3cm distal to port. It was noted that the inner/wire lumen was compressed / stretched at 3cm from port up as far as the port. As a result a guidewire resistance was met at this site. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon catheter became stuck on a guide wire. The 95% stenosed target lesion was located in the non-calcified and moderately tortuous distal right coronary artery. Once another manufacturer's guide wire crossed the lesion, the 12mm x 1.50mm apex push monorail balloon was inserted and crossed the lesion. Inflation was performed twice at 14atms. When the physician attempted to remove the apex balloon catheter, the other manufacturer's guide wire moved proximally. The physician attempted to put the guide wire back distally and was unable to do so due to the apex balloon catheter becoming trapped on the guide wire. The apex balloon catheter and the guide wire were removed together. The physician commented that the guide wire port of the device was very narrow. The procedure was completed with another manufacturers 1.5 balloon catheter. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon catheter became stuck on a guide wire. The 95% stenosed target lesion was located in the non-calcified and moderately tortuous distal right coronary artery. Once another manufacturer's guide wire crossed the lesion, the 12mm x 1.50mm apex push monorail balloon was inserted and crossed the lesion. Inflation was performed twice at 14atms. When the physician attempted to remove the apex balloon catheter, the other manufacturer's guide wire moved proximally. The physician attempted to put the guide wire back distally and was unable to do so due to the apex balloon catheter becoming trapped on the guide wire. The apex balloon catheter and the guide wire were removed together. The physician commented that the guide wire port of the device was very narrow. The procedure was completed with another manufacturers 1.5 balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).